Manufacturer narrative:
(B)(4).

Event description:
It was reported "during inspection and labeling, we found damaged packaging and products bent inside the box". This was found prior to use. Associated MDR numbers include: 3006425876-2025-00768, 3006425876-2025-00766, and 3006425876-2025-00765.

Event description:
It was reported "during inspection and labeling, we found damaged packaging and products bent inside the box". This was found prior to use. Associated MDR numbers include: 3006425876-2025-00768, 3006425876-2025-00767, 3006425876-2025-00766, and 3006425876-2025-00765.

Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. Four unopened sac kits are pictured with visible creasing/bending in all pouches. The customer also returned one unopened arterial sac kit for analysis. No signs of use were observed. Visual examination revealed creasing and bending on the pouch. The kit was opened for further inspection of the components. A kink was observed on the guide wire and tubing. Upon removal of the tubing and guide wire, kinking was noted on both at the same location. Microscopic examination confirmed the damage. Based on the customer description, the damage is consistent with adverse storage and/or shipping conditions. The kink on the guide wire measure 51mm from the distal weld. The guide wire length measured 349mm, which is within the specification limits of 345-355mm per guide wire product drawing. The guide wire outer diameter measured 0.515mm, which is within the specification limits of 0.508-0.533mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)". The guide wire was advanced through the returned 20ga introducer needle. The undamaged portions were able to pass with no resistance. Resistance was encountered at the locations of the kink. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The returned lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer's report of a kinked guide wire was confirmed through the complaint investigation of the returned sample. One kink was observed on the guide wire and tubing. Upon removal of the tubing and guide wire, kinking was noted on both components at the same location. Despite these findings, the guide wire met all relevant dimensional and functional requirements, and the device history record review did not reveal any related issues. The returned product lidstock clearly states, "do not bend." Based on the customer description and the condition of the returned sample, improper storage or shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.